Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v660843, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient¿s system was removed 1.5 weeks ago because the implantable neurostimulator (ins) battery died 1 year ago. The patient was going to get it removed but they changed insurance and were concerned with the payment. The patient just turned off the machine and it hadn¿t been working for a year and wasn¿t working before that. It worked to a certain extent but the patient still had to catheterize because they still had urinary retention. It helped with the frequency and that was why they kept it as long as they did. The patient had concerns about the lead tip left in their body. What happened was that one of the leads broke when they were removing it and part of the lead tip was located kind of near s2. The patient was supposed to have an MRI done tomorrow because of an enlarged bile duct and was told they could not because of the lead fragment. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.